Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of the customer having attempted unsuccessfully to use the advantage meter. Advantage system was unavailable for use due to no power. Caller states that he received a phone call around 5pm last night because the customer had fell down the stairs from very low blood sugar. Caller states that the customer was not unconscious but incoherent. Caller states that customer would not had been able to treat herself. Caller states that he called the paramedics and they arrived about 10 minutes later. Caller states that the paramedics arrived around 5:10-5:15pm. Caller states that when they arrived they checked the customers blood sugar and it was at 27. Caller states that the paramedics provided the customer with a gel glucose that they provided orally and then transported the customer to the hospital and she arrived there around 5:45pm. Caller states that the customer blood sugar was around 97 when she arrived to the hospital. Caller states that at the hospital, the customer was provided with orange juice, peanut butter, more glucose, and an unspecified IV. Caller states that she was released from the emergency room around 6:00am this morning. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.